Manufacturer narrative:
PMA 510(k): the heater-cooler device 16-02-80 is not distributed in the USA. However, it is similar to the heater-cooler device 16-02-85, which is distributed in the USA (510(k) number: k052601). Recall number: livanova implemented a field safety notice for disinfection and cleaning of heater-cooler devices. The z number is z-2076/2081-2015. Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). This medwatch report is being filed on behalf of livanova (B)(4). Through follow-up communication, livanova (B)(4) learned that the device was placed within the operation theatre during the procedure. The customer also reported that the patient had to undergo additional surgery on (B)(6) 2017 due to a complication with the infection. It was also reported that prior to the (B)(6) 2015 procedure, mycobacterium chimaera was identified in the water probes of the heater cooler system 3t. A separate medwatch report was filed for the unit contamination (9611109-2016-00139). A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. The investigation is on-going. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report. Device not returned.

Event description:
Livanova (B)(4) received a report that a patient was diagnosed with an infection after undergoing cardiac surgery in (B)(6) 2015. The report indicates that the infection is suspected aerobic transmitted foreign body infection by mycobacterium chimaera.

Manufacturer narrative:
Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). This medwatch report is being filed on behalf of livanova (B)(4). The patient status and therapy have been requested. However, no additional information has been provided by the customer. The customer has reported that they do not plan to return the device to livanova (B)(4) for deep disinfection, as the unit has been removed from service. Livanova (B)(4) has initiated a CAPA project to investigate this type of issue.